Event description:
A (B)(6) male subject underwent hydrus microstent implantation concurrent with cataract surgery in the left eye on (B)(6) 2021. No intraoperative adverse events were reported for either procedure. On (B)(6) 2021, the patient was seen for the 3-month postoperative visit at which time he complained of pain in the left eye with associated symptoms of excessive tearing, photophobia, and foreign body sensation, but denied any noticeable vision changes. (Ocular pain level at the time of the visit was reported as 3-4 on a scale of 1-10, 10 being the worst). The patient indicated that a few days prior to the visit, he had a moderate headache above the left eye lasting a few hours that was alleviated by use of acetaminophen. Upon examination, the surgeon confirmed microstent movement into the anterior chamber with persistent iritis secondary to microstent-iris touch and iris chaffing. At the previous visit, the surgeon had attempted to wean the patient from topical steroids prescribed for a prior episode of iritis but was unsuccessful (as noted by the current episode of iritis); a tapering dose of topical steroids was re-initiated. The surgeon discussed treatment options with the patient and recommended removal of the microstent with a subsequent goniotomy procedure (kahook dual blade). The rationale included a discussion about discouraged use of long term steroids (due to possible complications from extended use) and the patient's previous request for avoidance of topical intraocular pressure (iop) lowering medications due to concerns about side effects. The patient agreed to proceed with the surgeon's recommendation and surgery is planned for (B)(6) 2021.

Manufacturer narrative:
The hydrus microstent remains implanted; the device is currently not available for evaluation. Device identifiers and additional information were requested from the surgeon; as of the date of this report, no response has been received. A supplemental report will be submitted if any missing or pertinent information becomes available. Microstent migration, microstent-iris touch, iritis, ocular pain, photosensitivity, excessive tearing, and foreign body sensation are listed in the device labeling as post-operative adverse events. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot (20900522); there were no discrepancies or unusual findings that relate to the reported complaint and all released product met specification. The explanted microstent was returned to ivantis for evaluation. The device met specifications and no issues were found during functional testing. Foreign matter (likely tissue) was present on the distal end of the implant suggesting the implant may have been malpositioned. Manufacturer reference: (B)(4).

Event description:
The following new information was provided by the surgeon. On (B)(6) 2021, the subject underwent uncomplicated hydrus explantation and goniotomy. At 1-day post-op the patient's va was 20/80+1 (ph 20/30), iop was 14 mmhg unmedicated. At the 1-week follow-up, bcva was 20/60+1 (ph20/40), and iop was 11 mmhg unmedicated.